Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the pump time was slow. The patient reportedly had to correct the time at least once a week. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: a review of the black box history indicated that the time and date was not manually changed on 02/15/2014 to 02/21/2014. During evaluation, the rewind, prime and load steps were successfully performed on the pump and with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The pump powered on normally with no issues. The pump was opened and inspected; no intermittent condition or moisture ingress was found to the power circuit. The pump was disassembled and unrelated to the reported issue an internal battery failure was found and the time test unable to be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.